Event description:
Customer's husband reports back to back testing on the same meter while using the compact system with results of 228 mg/dl and 87 mg/dl. No quality controls were run. No adverse event due to device reported. A request was made for return of the suspect product and a replacement was sent.